Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2013-00593 / 00595).

Manufacturer narrative:
This follow-up report is being filed to relay revision procedure information and patient's blood test results, which were unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2008. Legal counsel for patient further reports patient allegations of elevated cocr levels and pain. Additional information received in patient medical records indicates that a revision procedure took place on (B)(6) 2013 due to elevated metal ion levels, metal on metal reaction and metal-stained tissue. The revision operative notes confirm that the acetabular cup, taper adaptor and modular head were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2008. Legal counsel for patient reports patient allegations of elevated cocr levels and pain. There has been no reported revision procedure. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.